Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the balloon catheter, the safety system detected fluid in the catheter and stopped the injection. The procedure was initially possible but was aborted after the use of the transseptal device. Upon removal, it was observed that the cryoballoon was broken and blood was visible in the balloon. There were no issues in removing the cryoballoon from the left atrium and the patient. The procedure did not require medical or surgical intervention to prevent permanent impairment, and it did not lead to or extend patient hospitalization. The cryoballoon was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file was returned and analyzed. The received image shows an arctic front catheter with blood inside the balloon. There is no information about the catheter's lot or serial number available in the image. In conclusion, the reported issue is plausible based on the data analysis. The physical product was not yet analyzed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 20148 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. Review of the catheter smart chip data indicated the catheter was used for 10 applications. The registered date on the catheter was 01-01-2001. During functional testing, the console terminated the application and triggered system notice #50005 (the safety system detected fluid in the catheter and stopped the injection). During pressure testing of the balloon segment, a double-balloon breach condition was identified. Further investigation did not show any signs of lifted thermocouple or leak detection wires that could have caused the breach. In conclusion, the reported issue of "visible blood" was confirmed during analysis and the balloon catheter did not pass returned product inspection due to the double-balloon breach condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.